Manufacturer narrative:
E: (B)(6).

Event description:
Philips received a complaint from a mechanical engineer regarding a philips v60 ventilator indicating that, while performing preventive maintenance (pm), the device displayed the message ¿check vent: ovp circuit failed¿ (diagnostic code 1127). It was reported that no patient was involved at the time the issue was identified. The device was evaluated by an authorized service provider (asp), who confirmed the reported problem. Review of the device event log verified the occurrence of ¿check vent: ovp circuit failed¿ (diagnostic code 1127). Based on the evaluation, replacement of the motor controller board was recommended to address the issue. However, the motor controller board was not replaced at the customer¿s request. Although the ventilator had exceeded its service life, the customer requested that the periodic maintenance procedure (pm1) be completed. As part of this maintenance, the oxygen inlet filter, air inlet filter, and cooling fan filter were replaced. The device was also cleaned, run-in tested, and functionally tested, and the software version was confirmed to be 3.20. The investigation concludes that no further action is required at this time. If additional information becomes available, the complaint file will be reopened for further evaluation. Based on the information provided and the service performed, it was confirmed that the unit did not meet product specifications at the time of the reported event. It was determined that the motor controller board associated with the ovp circuit failure was the cause of the reported issue. A review of the risk management file was conducted and determined that this complaint represents a reportable malfunction, and the appropriate regulatory reports have been submitted in accordance with applicable regulations. The information documented in this complaint record will be used for product quality and safety improvements as part of philips¿ post market surveillance and risk management processes. Root cause: motor controller board malfunction resulting in ¿check vent: ovp circuit failed¿ (diagnostic code 1127).